Event description:
Twenty-seven (27) full years, 1.5 years ago breast implants augmentation was performed (gel textured, mentor 275 ml). During the first months after the augmentation, pain in the back muscles, nausea, discomfort in the right side appeared. The temperature after the operation was 37.2 for 3 months, no surgical complications were detected in the area of the operation. Later, intolerance to alcohol in small quantities appeared. At 4 months, the following symptoms began: panic attacks, weakness in the limbs, insomnia, dizziness, nausea, low blood pressure, spots and rash on the skin, dryness of the face and limbs, shortness of breath, abundant hair loss, a strange taste in the mouth and body odor, physical impotence, legs did not obey, could not get out of bed for 2 weeks. By the 6th months, sharp pains in the ovaries and tooth decay began to bother. By the 8th month, depression appeared, loss of energy, severe brain fog, decreased libido, weight gain, loss of concentration, partially lost the ability to engage in mental activity, polyps in the intestine and constant anal bleeding (as a result of a new allergy reaction) were detected. A year later, endometriosis aggressively worsened. Lymph nodes are enlarged and painful, sometimes bumps appear and disappear in different places, the eye is suppurating and etc. These symptoms remain to this day, preventing me from fully functioning. The most pronounced: brain fog, weakness, worsening endometriosis. Before the implants were installed, I had never experienced any of these symptoms before. I also had covid 19, but 90% of the symptoms appeared before covid. Doctors cannot make a single diagnosis and consider implants to be the only possible reason. FDA safety report ID # (B)(4).